Event description:
It was reported that during use, a julian anesthesia device switched spontaneously to man/spont ventilation mode without any alarm. The problem was noticed due to the decrease of the patient's o2 saturation to 95. It was possible to switch the device back to its initial ventilation mode. No patient injury has been reported.

Manufacturer narrative:
The investigation is ongoing, the results will be reported in a follow-up report.